Event description:
It was reported that the device provides no sound when alarm conditions occur. Customer reported that there is a crackling [sound] but no alarm. Customer reported hearing sound every 20 seconds. There are no known impact or consequence to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.